Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than 5 months post implant, pus was noted in the pocket at a follow up visit. The implantable cardioverter defibrillator (ICD) system was explanted and replaced with a implantable pulse generator (ipg) system. No further patient complications have been reported as a result of this event.